Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation, the device had damaged keypad soft key second row from the left to right and did not function normally. The cause was identified to be a dysfunctional keypad softkey. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the keypad softkey second row from the left to right were damaged and did not function normally. No additional information is available.